Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .014 palmaz blue peripheral stent on aviator plus detached from the balloon during prep. The vertebral artery stenosis procedure was completed successfully replacing with a new stent .there was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use nor difficulty removing the product from the packaging. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
A product history record (phr) review of lot 82276254 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the .014 palmaz blue peripheral stent on aviator plus detached from the balloon during prep. The vertebral artery stenosis procedure was completed successfully replacing with a new stent. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use nor difficulty removing the product from the packaging. The device was returned for evaluation. A non-sterile unit of blue/aviator plus 5x12/142p pkg was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was visually inspected observing the following conditions. The balloon was received and appeared deflated. The stent was observed mounted in manufacturing position over the balloon. No damages or anomalies were observed on the returned unit. The balloon area was inspected using a vision system to get an amplified image. An apparent partial inflation was observed, and it appears the stent started to expand as expected per the device¿s intended use. Stent strut impression marks were observed on the inflated balloon surface, this evidence indicates that the device complied with the stent crimp process. Additionally, the balloon was tested to comply with the functional intended use. The stent was expanded using the inflation of the balloon. A product history record (phr) review of lot 82276254 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was not confirmed during device analysis. The exact cause cannot be determined. The stent of the unit was observed properly mounted on the balloon of the sds unit with stent strut impressions noted on the surface of the balloon. Neither stent dislodged nor any damages were noted on the stent delivery system. Procedural and/or handling factors during device preparation may have contributed to the reported event as partial inflation was noted upon analysis. Additionally, it was noted the intended procedure was to treat a vertebral artery stenosis. This device is contraindicated for this procedure and is listed in the IFU as such. ¿the cordis palmaz® blue® .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. Contraindications: the cordis palmaz® blue® .014 peripheral stent system is not indicated for use in the arcus aorta or the aorta descendens to the bifurcation aortae.¿ according to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.